Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an apex balloon catheter. An inflation device filled with water was used to inflate the device to rated burst pressure (rbp). The balloon held pressure for 5 minutes. Microscopic inspection found no irregularities or defects with the balloon. Microscopic inspection of the markerbands found no evidence of damage or irregularities. Microscopic inspection found no irregularities with the bond of the device. Inspection of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
The event is corrected from deflation failure to balloon leak. The balloon was not inflated as was previously reported, but rather the balloon could not pull negative pressure and air kept getting into the inflation device during preparation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that deflation failure occurred. During the preparation of a 3.00mm x 15mm apex¿ balloon catheter, the device was inflated but could not pull negative. The procedure was completed with another of the same device. No patient complications were reported.